Manufacturer narrative:
Medtronic clinical specialist states that there is no reported or likely relationship between the adverse event and navigation; and the reported problem with anesthesia at a critical juncture of surgery has a clinically plausible relationship to myocardial event. Therefore, no sys eval is required. No allegation was made of medtronic navigation's device causing or contributing to the pt event.

Event description:
A medtronic rep attended the f/u case and prepared for a navigus biopsy with the surgeon. They complete the registration and as the surgeon was creating the burr hole, the pt has problems with anesthesia and coded. The surgeon had to stop the procedure. The decision of the surgeon is that because of pt health concerns, the surgery will not be rescheduled. Medtronic navigation is filing this MDR to ensure visibility to pt event as a result of a procedure that utilized medtronic navigation's stealthstation treon treatment guidance sys. There is no allegation to suggest that medtronic navigation's sys caused or contributed to the reported event.